Event description:
It was reported that the user was gardening for an extended period, exercised without pausing the ilet, and experienced a blood glucose of 69 mg/dl; the user treated with three glucose tablets and continued gardening, and the user was educated on pausing insulin delivery during exercise. Symptoms included hypoglycemia without additional clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and no device component identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.